Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report being hospitalized for low blood glucose levels. The perceived cause of low blood glucose levels was that the customer was exercising. The customer ate a glucose tablet, but did not follow that up with food. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.